Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp) due to pump failure. Pump was explanted and replaced. No further patient complications related to device.

Manufacturer narrative:
The reason for replacing this product is unrelated to the field action. Product analysis confirmed the reported event. The ams 700 momentary squeeze (ms) pump was visually inspected; no leak was found. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. However, product analysis concluded that identified pump failed functional test was the most probable cause of the reported event. Product analysis confirmed pump malfunction.

Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp) due to pump failure. Pump was explanted and replaced. No further patient complications related to device.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, that visual examination did not identify any leaks in the device. Functional testing of the device identified, that the pump failed activation test. Based on this observation, the reported allegation is confirmed, and traced to a component failure. Device history record (DHR): the device history record (DHR) confirmed, that the device met all material, assembly and performance specifications. Device technical analysis: visual examination of the device, did not identify any leaks in the components. Functional testing showed, that the pump failed activation test. The pump required more than 8lb of force to activate. Labeling review: a review of the device instructions for use (IFU) was completed. And did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported, that the inflatable penile prosthesis (ipp) was not working properly. The device had activation issues, due to pump failure. The pump was explanted and replaced. No further patient complications related to device.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was not working properly. The device had activation issues due to pump failure. The patient also experienced fibrous capsule around the pump. The pump was explanted and replaced. No further patient complications related to device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the pump component of this ipp was visually inspected, leak tested, and functionally tested. The pump passed visual inspection and leak testing. However, functional testing found the pump did not activate when the specified force was applied, confirming the reported activation issue. The observed capsular contracture could not be confirmed. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptom of capsular contracture was found to be listed in the IFU. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.